Event description:
The account alleged that the bed hi/low ran up by itself. There were no reported injuries.

Manufacturer narrative:
The technician gave the account part numbers for the patient control assembly for the left head siderail and the out control panel assembly for the siderail. No further information is available on the repair of the bed at this time.